Event description:
Additional information notes that the atrial lead exhibited low impedance and continues to exhibit noise. The lead was explanted and replaced.

Event description:
It was reported that the patient had a heart rhythm between 30 to 40 beats per minute. The right atrial lead exhibited noise. The device was reprogrammed and would be followed up in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.